Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and found the tip sleeve sticking at position #1. The fe replaced the tip sleeve at position #1. The fe ran and passed the splld and user software with out errors. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).